Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to rear therapy electrode (te) was severed. The root cause for the damaged cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt cable was damaged.